Manufacturer narrative:
Obtained from consultant. Lot#: this info was not provided during the initial report. Additional info has been requested. Subject devices are instruments and not implanted or explanted. Synthes is unable to provide the MFR, 510k number or the date of MFR without the lot number or the device provided. The investigation could not be completed. No conclusion could be drawn, as no device was returned and no lot number was provided.